Event description:
A malfunction alarm with code malf 16 occurred, and the issue was unable to be resolved despite attempts to reset the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised by technical support to switch to a multiple daily injection (mdi) therapy as a backup and was provided with instructions for resetting the pump. Despite this, the issue persisted, and arrangements were made to replace the pump, ensuring the customer knew how to return the faulty unit using a pre-paid label.